Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported symptom, keypad issue, was verified during evaluation. The evaluator found the keypad to output incorrectly and determined that the cause was a failed keypad and the keypad requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keypad issue. There was no patient involvement. No additional information is available.